Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse also reported that they experienced high blood glucose again. The customer's spouse reported that they had air bubbles on both events. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer's blood glucose was 446 mg/dl at the time of call. The customer's blood glucose was unknown at the time of hospitalization. The customer's spouse stated that they were treated with manual injections. The customer's spouse stated that they were off the insulin pump during hospitalization. The customer's spouse declined to continue troubleshooting. The insulin pump will not be returned for analysis.